Event description:
A pt's head had too much movement when the mayfield 2000 skull clamp was in the locked position. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.